Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that after successful completion of the intralase portion surgeon created an epithelial defect during the opening of the flap on the right eye. The flap was lifted, and the excimer was utilized. A bandage contact lens (bcl) was placed. Patients pre op best corrected visual acuity in left eye was 20/20.